Event description:
The customer reports a false architect stat troponin-I assay result for one patient. The initial sample taken from the patient generated a result of 0.086 ng/ml, which was reported from the lab. This customer uses a normal reference range of 0.000 - 0.080 ng/ml. A second sample taken from the patient generated a result of 0.010 ng/ml twice. Both samples were collected in green top heparin collection tubes with a gel barrier. The customer then went back and retested the initial sample and generated a result of 0.012 ng/ml. The customer then retrieved one serum sample and one edta sample, which were collected at the same time as the initial heparin sample above, and both generated results within the customer's normal reference range. The two heparin samples were also retested and generated results within the customer's normal reference range. Controls have remained within specifications. There is no reported adverse impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site. Accuracy testing was performed with retained in-house reagents. An internal troponin-I panel was tested in replicates of six on one architect isystems analyzer. All replicates met specification values in the range of 0.22 - 0.42 ng/ml. The assay lot is performing as expected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation for this reagent lot. The architect stat troponin-I assay package insert contains information to address the current customer concern. There is not enough information to reasonably suggest a malfunction, since retest of the sample produced the expected result. No additional issues were identified. The assay is performing as expected.

Manufacturer narrative:
While reviewing the results of the product evaluation with the customer, it was learned that the customer uses a troponin-I myocardial infarction cut-off value of 0.03 ng/ml and not 0.08 ng/ml. The customer further stated that there are two medical decision points used: 0.03 ng/ml, which is the 99th percentile of apparently healthy individuals and is the value in the architect stat troponin-I assay package insert; and, 0.08 ng/ml, which is the istat cut-off value but which is also used for architect results (the customer uses the istat as the back-up method to the architect assay). The customer stated that it was decided to use a single cut-off value for both methods because it was thought that using two cut-off values would be confusing to the medical staff. The abbott technical specialist trained the customer that architect and istat cut-offs are not interchangeable and that each value is method specific. During this discussion, it was also discovered that the customer does not prepare samples in accordance with the collection tube manufacturer's recommendations. Not doing so may introduce particulate/cellular material into the test sample and interfere with the final result. The abbott technical specialist emphasized the importance of using the manufacturer's recommendations in preparing samples for testing and how improper sample preparation may have been the cause of the discrepant results initially reported.